Event description:
The alarm kept ringing and the operation stopped (ext lst1, bat low1, bat mpt1, ln vent1). The alarm sound did not stop even though pushed on a silence button. The internal battery seems finished using. No patient harm.